Event description:
Patient presented to the physician with purulent drainage at the neck incision site and the stimulation lead had eroded through the skin. Upon examination of the incision sites, the physician also found that the chest incision was red and infected. Physician prescribed antibiotics. Physician brought the patient into the operation room three days later and removed the entire inspire system. Patient was placed on IV antibiotics after the procedure was completed.